Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded ventricular fibrillation (vf) episodes showing noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Reportedly, the noise was able to be partially reproduced by arm motion. Further review by technical services (ts) was requested. The rv lead is a non-boston scientific product. The crt-d system remains in service. No additional adverse patient effects. Additional information received regarding ts review indicates that the inhibition of pacing resulted in asystole for the patient. Ts also provided options for managing the patient and troubleshooting for detecting the noise origin. In addition, ts indicated that the troubleshooting already performed showing abnormal noise in the rv channel indicates that the lead could be potentially damaged and further actions are required, including a lead revision due to the risk of the patient experiencing pacing inhibition/inaccurate heart rate counting. The crt-d system remains in service at this time. No additional adverse patient effects. Additional information indicates the non-boston scientific rv lead was replaced and there have been no further abnormalities detected. The crt-d device remains in service. No additional adverse patient effects.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded ventricular fibrillation (vf) episodes showing noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Reportedly, the noise was able to be partially reproduced by arm motion. Further review by technical services (ts) was requested. The rv lead is a non-boston scientific product. The crt-d system remains in service. No additional adverse patient effects. Additional information received regarding ts review indicates that the inhibition of pacing resulted in asystole for the patient. Ts also provided options for managing the patient and troubleshooting for detecting the noise origin. In addition, ts indicated that the troubleshooting already performed showing abnormal noise in the rv channel indicates that the lead could be potentially damaged and further actions are required, including a lead revision due to the risk of the patient experiencing pacing inhibition/inaccurate heart rate counting. The crt-d system remains in service at this time. No additional adverse patient effects.